Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure with the 29 mm sapien 3, there was difficulty advancing the delivery system/valve through the 16fr esheath and the balloon became torn before valve alignment. The devices were surgically removed from the patient. The right femoral artery was calcified and tortuous at the hypogastric artery. The left femoral artery presented in a similar fashion but smaller in caliber. A decision to use the right femoral was used for the 16 fr esheath placement. The access vessel minimum luminal diameter (mld) measured 6.7mm with severe calcification and severe tortuosity. The physician was able to pass the 16 fr dilator, but with some difficulty. They decided to use an 18 fr and 20 fr dilator as well and they too had resistance crossing through the area of the external iliac artery to the common iliac artery bifurcation. It was decided to proceed with the procedure, but with the understanding that if sheath access could not be obtained, the procedure would convert to a transapical tavr. The wire was switched to a lunderquist wire before the sheath was advanced to give additional support. The operator found it extremely difficult getting the 16fr esheath into the vasculature. External compression was used on the belly with an extreme amount of pushing. The esheath was finally inserted and there was no sign of kinking of the esheath. Bav was performed without incidence. Advancing the sapien 3 valve/delivery system through the esheath was extremely difficult. The delivery system was caught at that same spot in the internal iliac takeoff. The physician was able to push the delivery system into the descending aorta and began the balloon docking procedure for getting the balloon onto the valve, but it would not work. It was not possible to get the markers aligned to either side of the balloon, neither physically pulling back or with fine wheel adjustment. The balloon would not come back into the valve. It was decided to deploy the s3 valve even though it was only about 75:25 on the balloon between the markers. The operator flexed the catheter around the arch with ease, but the device would not reach the aortic annulus. It was then realized that the tortuosity in the iliacs was affecting the length. The pusher was pulled back and the s3 valve moved forward across the annulus, even though it was not centered on the balloon. It was decided to slowly inflate the balloon and see how the valve would react and then fine tune the position, but the balloon would not inflate. It was realized then that the balloon had been torn and it would not hold any volume. The patient¿s pressure was very stable. The delivery system/valve was pulled back into the descending aorta and successfully withdrawn into the esheath. However, the devices would not come back out of the vessel. The team decided to stop pulling and they called a vascular surgeon into the case. The surgeon decided to do a modified lateral incision into the abdomen to retrieve the delivery system/valve and esheath. Then proceeded to do a fem - fem bypass due the concern over the condition of the right common femoral artery. The patient left the room in stable condition. Per the latest report the patient was already discharged from hospital.

Manufacturer narrative:
The delivery system (and/or any applicable imagery) was not returned to edwards lifesciences for evaluation. Therefore, the reported balloon torn, difficulty with valve alignment and delivery system withdrawal difficulty through the sheath were unable to be confirmed. A review of the complaint history and manufacturing procedures did not reveal any indications that a manufacturing non-conformance contributed to the reported events. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed and therefore, the root cause was is unable to be determined. Based on the available information, the events were most likely related to patient and procedural factors. As reported, the patient access vessel had severe calcification and tortuosity. There was extreme difficulty inserting the sheath and the delivery system through the sheath as the devices were ¿caught up right at the same spot in the internal iliac takeoff.¿ the handling and manipulation of the device during insertion most likely resulted in damage to the balloon which subsequently contributed to valve alignment difficulty and withdrawal difficulty. Since no manufacturing non-conformances or labeling or IFU/training inadequacies have been identified and a review of the complaint history for the month of january 2016 revealed that occurrence rate did not exceed the control limits for the applicable category for this failure mode. Therefore, no corrective or preventive actions are required at this time.